Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -9.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The reporter indicated the lens tore while being loaded due to incorrect cartridge (felt cartridge was too small for this size lens). The lens was explanted on (B)(6) 2015 due to the lens was too large (excessive vaulting) and elevated intraocular pressure/pupillary block. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/15 and the exchanged icl was in a good position. The reporter indicated the surgeon felt the event was due a sizing/lens calculation issue.

Manufacturer narrative:
Method: medical review. Results: per medical review: reportedly, icl (13.7 mm) was explanted/exchanged for a shorter length icl (13.2 mm) one week postoperatively to address excessive vaulting and subsequent pupillary block and elevated iop. According to completed customer complaint questionnaire for surgery, received on 8/24/15, the event was product related and caused by large diameter. The same report stated that ucva after replacement was 20/15 and that icl was in a good position. It should be noted that explanted icl was used as a backup lens since the first one was damaged during loading before insertion. The first lens didn't have patient contact. Conclusion: based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).